Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/22/2015 with the following findings: a call service 069 alarm was reproduced during the rewind step. The failure was a result of a language file corruption while retrieving the language text. The call service 069 failure was written as a call service 087 alarm in black box. Unrelated to the initial allegation, the battery compartment was found to be cracked. The display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.